Manufacturer narrative:
Corrected data: upon further review, it was determined that the event does not meet the criteria for a haptic damage malfunction and should not have been reported. Therefore, the event is no longer considered reportable, and no additional information will be provided under this manufacturer report number 3012236936-2026-0000691. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2: date of birth: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion of a three piece non-preloaded monofocal intraocular lens (iol) in the patient's right eye, it was observed that the haptic was broken. The iol was not inserted but the cartridge tip made contact with the eye. Account indicated that daily activities were not affected and no unplanned surgical interventions such as, incision enlargement, sutures, or vitrectomy were required. Patient outcome was unknown. There was no patient injury reported. It is unknown whether a use error occurred or whether force was applied during delivery of the iol. The procedure was completed using a backup lens; however, the model is unknown. No further information was provided.